Event description:
The pt alleging the their new one touch ultra meter was prompting the "apply sample" message. The medical affairs specialist mailed a letter since the pt could not be reached. The pt was recently released from the hospital. They were described as wanted to sleep all of the time. Since the reporter was unable to test their blood glucose level with the brand new device, they were going to be taken to the hospital for a blood glucose test. The meter and test strips were replaced.